Event description:
Pt revised to address femoral and tibial components malpositioned and loosening of the tibial component.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports against the mfg lots. The investigation could not verify or draw any conclusions about the reported event, however, provided info indicated poor device positioning was a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.